Manufacturer narrative:
Although the case is confounded by the reported dic (disseminated intravascular coagulation), based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating/additional treatments (hysterectomy and abdominal packing) to preclude permanent body damage/impairment cannot be excluded. Per the jada system IFU, "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding." Out of an abundance of caution, the company will report this case as a serious injury MDR."

Event description:
Alydia health received a completed jada experience survey form on 03/30/2022 that reported jada did not stop the postpartum hemorrhage (pph) and noted "hysterectomy with abdominal packing and kept open. Went into 'illegible word' dic" in the area on the survey designated for feedback when 'jada did not stop bleeding'. This patient is described as multiparous and having an induced vaginal delivery. Her pph started 7 - 12 hours after delivery. Prior to jada use she received "10 pitocin", hemabate (800 units), cytotec (800 mcg), methergine (200 mg), and txa (2g). The patient's blood loss prior to jada use reported as 2.5 l, which is severe pph. The health care provider (hcp) placed a jada and filled the cervical seal with 80 ml of sterile fluid and collected 1350 ml of blood in the jada canister. They then treated the patient with hysterectomy and abdominal packing and disseminated intravascular coagulation (dic) was noted. The hcp reported regarding the jada that they, "suspect it did not work because the patient had progressed into dic, and uterine tone was no longer the largest issue." They did not retain the jada device for this case and the lot number was not recorded. A good faith effort to obtain this information has been made.